Event description:
Customer discovered that ventilator stopped cycling on a pt and started to alarm. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. Ventilator was taken to the biomed department to be evaluated. The biomed department to be evaluated. The biomed is still evaluating the ventilator and the defective part is unk. There was no pt injuries.